Event description:
The device was used during a gastrectomy procedure. Reportedly, the instrument did not cut. The surgeon resected the damaged tissue and applied another device to complete the procedure.

Manufacturer narrative:
The reported condition has been confirmed as the knife on the instrument had been improperly gorunded by the vendor.